Manufacturer narrative:
The investigation found that no analyzer part was been replaced during the service visit or the month after. The investigation noted that signal low alarms typically indicate issues with the pinch valves or contamination of the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration and qc were acceptable. On 23-apr-2021 the field service representative (fsr) visited the customer site due to an instrument alarm. The fsr ran 40 cycles of measuring cell preparation and checked the fluidics. The instrument was released back to the customer. The investigation is ongoing.

Event description:
There was a complaint about elecsys hcg + beta test system results for one patient tested with a cobas e 801 module not meeting the clinical picture. The patient¿s result on the cobas e 801 module was 68.3 mlu/ml. The initial results were reported outside the laboratory. On the same day, the patient went to a different laboratory and a new sample was drawn and tested on the cobas 8000 e 601 module. The result was 19000 mlu/ml. The result from the second laboratory was believed to be correct as the patient is pregnant. The hcg + b reagent lot number was 47129801 with an expiration date of aug-2021.